Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number 30300225m, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6)) with history of low ejection fraction (ef), underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered coronary artery stenosis requiring surgical intervention. During the procedure when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the sheath, char was noted by the physician on the tip. The catheter was cleaned off and the case continued. After the case was completed and the drape was removed, there was notable edema around the patient¿s neck. An ECG was performed, and st elevations were observed. An interventional cardiologist was called in to perform a heart catheterization. It was concluded that the left anterior descending (lad) coronary artery was closed; therefore, a stent was required. The patient was reported in stable condition and was moved to recovery as patient was intubated. Extended hospitalization was required; the patient remained hospitalized for about one week. The patient¿s outcome is fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition related, as the patient had low ejection fraction (ef) which may have caused the clot. No error messages were observed on any bwi equipment. There were no issues related to temperature flow on the catheter. The generator was used in power control mode at 35 watts throughout the case. The impedance was stable between 130-150 ohms. The temperature was not higher than 30c. The activated clotting time (act) was greater than 300 seconds throughout. Duration of ablation used was not greater than 60 seconds. The average contact force was between 10-220. High flow rate was used throughout the case. Heparinized normal saline was used as the irrigation fluid at 1000 units/liter. The settings used with the carto visitag module were: stability 1.5; 5 grams for 3 sec; 50% of time; tag size 2mm. The color option used prospectively was force time interval (fti) 250-450. The patient did not exhibit any neurological symptoms since the procedure was completed.